Event description:
It was reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer's blood glucose level. The customer had experienced this issue previously and initially sought assistance from a friend. Technical support arranged for a replacement pump as the original was still under warranty.